Event description:
Information received, indicates the brake pedal pops out of the set position if the bed is bumped.

Manufacturer narrative:
The technician replaced the brake detent mechanism to repair the bed.